Event description:
Six pt samples with discrepant results for multiple tests: pt.1 initial glucose gave 0 mg/dl; repeat gave 119 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.

Event description:
Six pt samples with discrepant results for multiple tests. In 2008: initial calcium gave 0 mg/dl; repeat gave 8.5 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.

Event description:
Six pt samples with discrepant results for multiple tests. In 2008: initial glucose gave 0 mg/dl; repeat gave 127 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.

Event description:
Six pt samples with discrepant results for multiple tests. In 2008: pt 4, initial calcium gave 0.1 mg/dl; repeat gave 9.3 mg/dl. Initial bicarbonate gave 1 mmol/l; repeat gave 28 mmol/l. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.

Event description:
Six pt samples with discrepant results for multiple tests. In 2008: pt 3: initial glucose gave 0 mg/dl; repeat gave 136 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.

Event description:
Six pt samples with discrepant results for multiple tests. In 2008: pt. 2 initial glucose gave 0 mg/dl; repeat gave 98 mg/dl. Initial bun gave 0 mg/dl; repeat gave 20 mg/dl. Erroneous results were not reported. The field svc rep determined the cause for the discrepancies to be due to a defective sample probe and replaced sample probe. Performance tests were performed.